Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller said pt may have had one of their scs device explanted, but does not know which device was removed and said the other scs device did not work and had never worked. Caller said pt told them the scs device had been dead for years and was non-functioning. Caller said pt made it sound like the scs devices never worked and pt did not ever want them and had never used them. Pt did not know what was implanted in them. No symptoms reported.